Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy. Interrogation showed an alert for possible high voltage lead issue however the impedance measurements were normal. An over current detection error preventing one therapy was observed. Re- programming was successful however the cause for the over current detection could not be determined. ICD remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).